Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: unit was received for analysis after decontamination. The returned device matches the upn and lot number provided by the customer. There is a kink in the device approximately 13 mm from the distal tip in the neutral position. The kink is between r1 and r2. The seals of the rings are compromised. There is dried body fluid on the edges of ring 1 and ring 3. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curves tests; the tip did not reach the shaded area of the template. The distal section was dissected. There is dried body fluid in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. Both of the steering wires are detached; one of the detached steering wires had retracted under the kevlar wrap. There is evidence of solder on the center support and both of the detached steering wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the steering broke. The procedure was indicated due to atrial flutter. An intellatip mifi¿ xp temperature ablation catheter was advanced into the right atrium. During the procedure, the steering broke. The device was exchanged and the procedure completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed the ring seals were compromised.